Event description:
It was reported that during an lar procedure, the third row of staples did not release on the third strokes for two firings. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.